Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314drm ICD implanted: 2013-(B)(6).

Event description:
It was reported that the patient had a systemic infection requiring the implantable cardioverter defibrillator (ICD) system to be removed. No further patient complications have been reported as a result of this event.